Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported additional information: the nurse was contacting the cord during the papillotomy procedure. The nurse was wearing nitrile powder free gloves without any holes or issues. The cord was not wet. The nurse felt the electric shock the moment the doctor pressed the pedal. The nurse felt a short shock on the top/inside of arm and her little finger and forefinger were prickling. A guidewire was used in combination with the sphycterotome. The guidewire used was compatible with high frequencies. There were no malfunctions with the subject device or other erbe devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service found the cutting wire was broken. Investigation was carried out to confirm the broken portion. The broken portion was scorched and melted. No abnormalities such as tears in the insertion portion were observed. No abnormalities such as cracks of the operating portion were observed. An olympus a cord was connected to the plug. The a cord could insert into the plug until it clicked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation: regarding phenomenon: ¿knife wire was damaged (basically sparks occur).¿ based on the investigation results and the similar complaint investigation results in the past, a likely mechanism causing the broken cutting wire might be the following: ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. ·high frequency current was applied when the distal end of the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the tissue were being close to each other. As a result, an electrical discharge between the cutting wire and the distal end of the endoscope occurred, and the cutting wire became instantly hot. Regarding phenomenon:¿ the nurse received a short electric shock.¿ the exact cause of ¿short electric shock¿ could not be conclusively identified by the following reason; the subject device presented no abnormalities that could lead to the reported phenomenon ¿ the nurse received a short electric shock¿ other than breakage of the knife wire. Nerves and muscles can be stimulated by low frequency electrical currents or intense high frequency electrical currents. Low frequency electrical currents may be generated by a partial rectification of intense high frequency electrical current, in particular when there is a spark discharge to the tissue or to another metallic object. Intense high frequency electrical currents can occur at the beginning of an electrosurgical cut or when using high output power settings. This may cause violent spasms or muscle contractions. There was no harm such as burs to the nurse who received a short electric shock. The nurse only felt a pricking pain. Based on the reason stated above, it can be inferred that the nurse was not stimulated by high-frequency electrical currents. The nurse was possibly stimulated by low frequency electrical currents due to the rectifying action during a spark discharge. Therefore, it is possible that the nurse felt electrical stimulation of nerves and muscles due to stimulation caused by low frequency electrical currents upon breakage of the cutting wire through the cords the nurse was touching. However, patients usually feel the electrical stimulation of nerves and muscles. Therefore, it was not possible to determine with certainty the origin or how the nurse who was handling the subject device was stimulated by the low frequency electrical currents. A definitive root cause cannot be identified. This instruction manual contains the following information. (Drawing no.gk6226 revision no.13) "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Do not loop the a cord or bundle it with cables from other medical equipment (electrocardiograph, endoscopic video system, electrosurgical unit, etc.). High-frequency signals and spark discharge noise during cauterization may cause malfunctions in other medical equipment that could have an adverse effect on the patient. Another possibility is that output from the electrosurgical unit will be abnormal and could cause patient injury, such as perforations, bleeding, or mucous membrane damage. When using this instrument in combination with any guidewire that is not compatible with high-frequency current, remove the guidewire from the instrument before activating output. If the guidewire is not removed, there is a risk of thermal injury to the patient, operator or assistant." The subject device was combined with an electric surgical generator made by other company. However, the instruction manual of our electric surgical generator (esg-400) contains the following description related to an electric shock. "Electrical stimulation of nerves and muscles: nerves and muscles can be stimulated by low frequency electrical currents or intense high frequency electrical currents. Low frequency electrical currents may be generated by a partial rectification of intense high frequency electrical current, in particular when there is a spark discharge to the tissue or to another metallic object. Intense high frequency electrical currents can occur at the beginning of an electrosurgical cut or when using high output power settings. This may cause violent spasms or muscle contractions. Use the lowest appropriate power level and effect (e.g. Effect 1 instead of effect 3). However, for certain modes a low output power setting may present an unacceptable risk for the patient. For example, with the pulsecut fast mode or pulsecut slow mode, the risk of an excessive thermal effect rises if the output power setting is too low." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during an ercp procedure, a nurse received a short electric shock when the sphyncterotome wire broke while cutting the papilla. The subject device was being used with an erbe vio diathermy. The nurse had no complaints. No injury or harm to patient. The procedure was completed with a similar device. No additional information is available.